Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 02-feb-2018, a field service engineer (fse) performed liquid dispense check and found error log messages were related to b/f wash probe 2 suction errors, which was likely the cause of the incubator table flooding with liquid. The fse cleaned the table and replaced the b/f wash probe 2 and related waste pump. The fse then proceeded to run quality controls to verify proper aia-900 operation, which passed. The aia-900 instrument was functioning without any issues after completing the repair. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 31-dec-2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 3140 ac power fan malfunction cause: a breakdown of the ac supply and the built-in fan was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check the ac supply. 4275 incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. 3059 dispense lane mixing failure cause: the motion confirmation sensor s033 of the dispensing lane mixing motor pm031 failed to detect mixing motion. No further operation will take place. An io flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check pm031 and s033. The most probable cause of the reported event was due to faulty b/f wash probe 2 and waste pump.

Event description:
On (B)(6) 2018, a customer reported getting 3140 ac power fan malfunction error message while running quality controls (qc) on the aia-900 instrument. The technical support specialist (tss) instructed the customer to power down the universal power supply (ups) and re-start the aia-900 instrument, which resolved the issue; however, the customer called back and stated getting 4275 incubator slipping detected and 3059 dispense lane mixing failure error messages. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.